Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was starting a couple days ago when the patient attempted to connect their controller to their implant they got the message that the controller was not finding the device. When patient held the controller very close to the implant and press try again they would get the message settings not available cannot provide your desired intensity settings; pt said the ins was at 100% when this happened. Patient also noticed that in a 12 hour period they used to use 40% of their implant battery but now in the last couple days the implant battery was only using 20% of the battery. Pt said it was using less power by 50%; pt noted everything was charging the way it should and even reset the controller to attempt to help. Pt sent a text to their rep but they had not got a response. Pt noted their rep usually says to call patient services if they had any problem. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. On 2024-jul-01 additional information was received from the patient (pt). The pt reported there was a failure of 1 electrode in the lead, high impedances were reported. The pt reported a manufacturing representative bypassed the failed electrode and indicated the rep was aware of the issue on 2024-apr-30. The issue has not yet been resolved, and noted a second electrode failed on 2024-may-11 and was again bypassed by the representative. Electrode #2 and #13 have failed. Weight was reported. On 2024-jul-31 the rep reported they met with the patient on 6/21/2024 and the patient reported they were receiving 75% pain relief on current settings, but wanted additional programming option. Rep set up two additional programs for patient and also enabled the cycling feature to give patient additional time between charging sessions.